Event description:
Related manufacturer reference number: 2017865-2022-44668. It was reported that the patient presented for an explant procedure. Upon interrogation, prior to the procedure, it was noted that the atrial and right ventricular - rv leads exhibited high capture threshold. During the procedure, it was noted that the helix of both the atrial and rv leads failed to extend. Upon attempt to implant a new atrial lead, it was found that the sealing ring detached from the atrial lead. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue and detached seal ring were confirmed, while high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. Electrical testing found no anomalies except for hi-pot failure due to over-torqueing. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of helix mechanism was confirmed, while the reported events of high capture threshold and ¿seal ring detach from atrial lead¿ were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. Electrical, visual, and x-ray inspections of the lead did not find any anomalies except for procedural damages.